Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the transport of a patient, a 980 ventilator stopped ventilating the patient, generated an audible alarm and went into a safety valve open condition. Reportedly, the ventilator was only connected to an o2 (oxygen) tank (e cylinder) and when the clinical staff went to replace the o2 tank (disconnected the o2) that is when the ventilator stopped ventilating the patient and generated an audible alarm and went into a safety valve open condition. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.